Event description:
The customer reported that a non-diagnostic 12 lead ECG print report on the multiview workstation(mvws)appears to the user to be the same as a diagonostic 12 lead ECG print report which also uses the multiview workstation in addition to other components.due to this perception,the perscribing physician ordered an unnecessary treatment.no patient injury was reported.